Manufacturer narrative:
The t:slim g4 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 180 units of insulin. The customer's blood glucose (bg) level was 150 mg/dl. The customer was able to load anew cartridge successfully with 180 units of insulin. Several hours later, during a follow up call, the customer reported bg level decreased to 74 mg/dl. During another follow up call, the customer reported bg level had decreased to 59 mg/dl before coming back up to 151 mg/dl. Reportedly, the low bg level was due to the customer not disconnecting during the fill tubing step and inadvertently delivered 16 units during fill tubing. To address the low bg level, the customer consumed eggnog and had glucose tablets. At the time of the call, the customer reported being "fine".